Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated and repaired the iabp, reported that the display cable was not replaced, since the display cable was loose, that loose issue was corrected and the reported failure was fixed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the monitor screen of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the cable connected from the display to the pcb board video receiver was loose, thereby producing the flashing screen, and likely caused by moving the iabp unit. To fix the issue, the fse replaced the display cable, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the monitor screen of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.